Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post operatively following a robotic laparoscopic right hemicolectomy procedure, when attempting to put the arm back, it gave errors and the arm was blocked so it could not be moved. The system was shut down with the arm in the blocked position. When restarting the tower, it was possible to put the arm back in a transport position. There was no patient involvement.

Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the reported arm cart assembly in the field and the associated device logs. Review of the field service notes indicated that the arm cart assembly gave errors after the procedure was completed. Review of the logs showed that an instrument drive unit (idu) reseat could potentially fix the issue. An error code was triggered that is associated with a friction brake torque self-test failure on the setup arm joint 4. The idu was reseated and the system is now functional. Evaluation of the logs indicated that the arm cart assembly experienced a potentiometer issue on robotic arm joint 2, triggering an error code for 'subsystem robotic validation - redundant position sensing check'. The error code reports an error message stating, "danger: arm error. If instrument inserted, use mechanical releases to withdraw. If no instrument, unplug and replug arm.". The error is considered non-recoverable and would lead to the arm cart being blocked and unable to move. In order to regain function, the arm cart needs to be rebooted. Evaluation of the arm cart assembly confirmed the reported condition. The root cause of brake torque failures during calibration was determined to be a degradation in the holding force of the brakes resulting in brake self-test failures caused by contamination of the brake pads and brake discs by grease/oil from a bearing located close to the brakes. Improvements have been initiated to mitigate this condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post operatively, following a robotic laparoscopic right hemicolectomy procedure, when attempting to put the arm cart assembly back, it gave errors and the arm cart was blocked so it could not be moved. The system was shut down with the arm cart in the blocked position. When restarting the tower, it was possible to put the arm cart back in a transport position. There was no patient involvement.